Manufacturer narrative:
Investigation is ongoing. Device discarded.

Event description:
As reported by a field clinical specialist, a patient underwent an unsuccessful transfemoral tavr procedure with a 26mm sapien 3 ultra vlave in the aortic position. Patient received a 10x100 and a 10x50 viabon stent as well as a 10x39 ebx stent prior to tavr in the operating room. The stents were ballooned with a 12x40 mustang prior to esheath insertion. Following insertion, the 14fr esheath+ was met with resistance when trying to advance through the femoral artery. It was decided to remove the sheath and insert a new sheath over a lunderquist wire. The second 14fr esheath+ went in smoothly. The lundi was removed and an amplatz xtra stiff was inserted. The commander delivery system was advanced through the sheath and was met with significant resistance by two operators. The sheath was pre-dilated prior to handing off to the surgeon. Despite multiple attempts, the valve would not pass through the sheath. The team agreed to take out the entire system. Upon removal, the sheath was significantly damaged with a large tear and the distal tip contained a 10x50 viabon stent that was removed with the sheath. The surgeons inserted an 18f dryseal and decided to implant a 29mm medtronic valve. Per the physician, this was more of an anatomy issue than a "device failure."

Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691 2022 09230. Upon review of the reported information, there was no distal tip tear with the esheath. The liner of the sheath was torn. There was no report of significant bleeding or blood transfusions as a result of the liner tear. There was no patient injury. Liner tearing typically results from contact with calcified vessels during the tvr procedure, and can propagate during device manipulations through the sheath, and/or during withdrawal of the sheath from the patient. This may result in blood leakage as the sheath is withdrawn from the patient; however, sheaths are typically removed expeditiously, and the amount of blood loss is unlikely to result in serious injury. Quantification of intraprocedural blood loss is inexact. Blood transfusions may be given for various reasons, including pre-existing anemia and multiple vascular punctures. If the liner is torn, and the bleeding is insignificant and a blood transfusion is not required, these events are not reportable. With the information provided, this event is no longer reportable to the FDA. As the information indicates, routine troubleshooting maneuvers were used, therefore a serious injury did not occur, and no surgical/ additional intervention was required.